Manufacturer narrative:
Correction to a4 patient weight: 140lbs. Correction to d10 - concomitant medical products and therapy dates: scs anchor (B)(6) 2025, scs anchor (B)(6) 2022.

Event description:
Additional information received indicates that the surgical intervention was undertaken on (B)(6) 2026 where percutaneous leads were removed and replaced to address the issue and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A lead experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000175851.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.